Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as the patient suffered from pain at implant site. The icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as the patient suffered from pain at implant site. The icm has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. Character limit length at g4 - these are the full results: k193473 & k210608.